Manufacturer narrative:
This pt was randomized to the study for 3-vessel disease. The main indication for the intervention was an acute myocardial infarction. The pt's heart rate was 55/min and the blood pressure was 157/75 mmhg. The lvef was not available. The target lesion was a native, de novo, non-ostial, type c lesion located in the apical left anterior descending (lad). The reference vessel diameter was 2.75mm and the lesion length was 28mm. Pre-procedure diameter stenosis was 100%. The lesion was pre-dilated with a 2.0 x 20mm balloon at 10 atm and a 2.75 x 28mm cypher select plus stent was electively implanted at 14atm. The stent was not post-dilated. Post-procedure diameter stenosis was 0%. Please note: device is distributed outside the united states. However, it is similar to the united states product. Any additional information will be submitted within 30 days of receipt.

Event description:
A report was received from the clinical study indicating that five days after the index procedure, a staged procedure was conducted. At this time it was noticed that there was 100% diameter stenosis of the target lesion. Investigational attempts to clarify the events related to the staged procedure have not been successful. The additional information received on 12/14/2007 confirmed that the target lesion was 100% occluded five days post index procedure and that a second myocardial infarction did not occur.